Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient with history of alcohol abuse presented at the emergency department with hematemesis and hypotension. The patient was intubated for protection but the balloon of the device was deflated after 30 seconds of being intubated. Attempted to re-inflate the balloon for 3 times but still the issue persist. The physician replaced the tube with no harm.